Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was becoming stuck down on multiple occasions and triggering button alarms. Customer's blood glucose level was not impacted. It was indicated that the customer will continue to use the pump for insulin therapy.